Event description:
It was reported a pericardial effusion with cardiac tamponade occurred. A left atrial appendage closure (LAAC) procedure was being performed. A WATCHMAN TruSteer Access System (WAS) and a WATCHMAN FLX Pro LAA Closure Device and Delivery System (WDS) was selected for use. A VersaCross Connect radiofrequency (RF) wire was used to gain trans-septal puncture. After the attempted transeptal puncture, a drop in blood pressure was observed. Echocardiography imaging showed an accumulation of fluid in the pericardial sac, and a pericardial effusion. There was no perforation location confirmed. A pericardiocentesis was performed to treat the effusion and the procedure was cancelled. The patient left the lab in stable condition. The patient remained as an inpatient in the hospital and was brought back to the electrophysiology (EP) lab three days later on (b)(6) 2026. A WATCHMAN Closure device was successfully implanted with no complications. The patient was discharged the next day.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. D4: Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information and only the UPN of the device was provided. Because the product lot is unknown at this time, we are unable to provide the complete UDI. If additional details become available, a supplemental report will be submitted.